Event description:
It was reported that a user experienced loss of continuous glucose sensor signal to the ilet bionic pancreas when attempting to connect a dexcom g7, and the user was guided to switch to a g6 configuration and back to g7 with confirmation that the device was in pairing mode. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer support troubleshooting and education focused on connectivity and pairing procedures. Investigation of this case revealed a suspected communication or pairing issue between the ilet and the dexcom g7 sensor, with no hardware failure confirmed. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or environmental interference affecting bluetooth connectivity.